Event description:
Additional follow up revealed that patient underwent a revision surgery on (B)(6) 2018, wherein patient's scs system was explanted. Patient has elected to be implanted with another manufacturer's device.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that patient was unable to increase the amplitude. X-rays shows that leads might have migrated. As a result, surgical intervention may be pending to address the issue.